Event description:
The account stated the architect analyzer has generated a high bhcg result. In early 2009, the initial bhcg result was 566. The sample was then retested two days later, and three days later, and both results were <1.2 (units of measurement was not provided). The initial result was not reported to the doctor. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer issue. The investigation included a review of the complaint text, a review of instrument history, a search for similar complaints, and a review of labeling. Review of the complaint text indicated the architect i2000 generated erratic beta-human chorionic gonadotropin (b-hcg) results for a patient sample that was processed on three separate days. The sample was received from another hospital and there was an adequate amount of sample in the blood tube container. The first b-hcg result from the patient sample processed on (B)(6) 2009 was 566. The second b-hcg result processed on (B)(6) 2009 was < 1.2. The third time the patient sample was processed on (B)(6) 2009 resulted in a value of < 1.2. The first patient result was phoned to the hospital, but not reported to the medical practitioner. The sample probe was replaced on (B)(6) 2009 and no error codes were generated in association to the high b-hcg result produced on (B)(6) 2009. Architect beta-human chorionic gonadotropin, list number 7k78-20, lot number 68916jn00 was utilized in the processing of this patient sample. After the recommendations of the customer technical service office (tso), the customer cleaned the partially blocked wash zone 1 vacuum vessel, removed and cleaned the probe wash stations. The customer then ran quality control and stated high results were not observed before this discrepant b-hcg result was generated. The customer was using (B)(4) bleach for the daily maintenance procedure. Tso recommended the customer use lab grade sodium hypochlorite. When the field service representative was onsite, he observed and cleaned the buildup of debris surrounding the reagent 1 and reagent 2 wash station. The wash zone 1 probe was replaced. A customer follow up on (B)(6) 2009 revealed there had not been additional b-hcg fliers observed since the component replacement and change in the brand of bleach used in the daily maintenance procedure the most probable causes of the erratic results were the wash zone 1 probe and (B)(4) bleach. A review of the complaint history for architect isystem, (B)(4) over the period of time of (B)(6) 2008 through (B)(6) 2009 was performed. The service history review found a total of twelve incidents of the architect i2000, (B)(4) generating discrepant results or imprecise control amounts documented. The majority of the issues were resolved with component replacement by field service, additional customer training by the technical service office, and maintenance of the instrument. The architect system operations manual: operational precautions and limitations, limitations of result interpretation: assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Additionally, service and maintenance: component replacement provides thorough instructions on the procedure to remove, replace, and verify a sample probe. Troubleshooting and diagnostics under observed problems list multiple probable causes and resolutions related to the customer's issue. In the architect total beta-human chorionic gonadotropin reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. Based upon the investigation, it has been determined that the architect i2000, list number 8c89-01, (B)(4), is performing as intended. The most likely cause of the customer complaint was an obstructed and leaking wash zone 1 probe. After the replacement of the wash zone 1 probe and the change in bleach brand used in the daily maintenance procedure, the instrument was running within specifications. No product deficiency was identified. This is the final report.